Event description:
On (B)(6) 2013, the reporter stated that a 22g insyte autoguard IV catheter broke after placement and a portion of the catheter remained in the patient. The patient complained of pain and edema at the IV site. The catheter was removed and it was discovered that 0.7cm of the catheter was attached to the hub. The broken segment was located via x-ray. An attempt was made to retrieve it, but was unsuccessful. The patient was observed for a few days and then discharged home. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.